Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the hakim programmable valve was implanted to a patient via v-p shunt in (B)(6) 2020 with a setting of 100mmhg. The settings of the hakim programmer pressure were able to be changed after surgery. However, the settings were not able to be changed in mid-(B)(6), even after trying to change it with vpv (programmer) and neodymium; therefore, on (B)(6) 2021 was removed. No clinical symptoms to the patient were observed.

Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) - lot number 3426942, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, leaks and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.